Manufacturer narrative:
An attempt to reproduce the issue by testing the functionality using the latest version of the app 3.2.0 and confirmed that the issue is not reproducible. The issues is confirmed as per user logs. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. Based on the patient data table report and the care partner notification history, the reported issue could not be confirmed. During the analysis of the latest periodic data packet, we identified that the unique reference ID (guid) used for cleared notifications did not match the corresponding reference ID associated with the active notification. Because of this mismatch due to potential sync issues, the carelink system interpreted the alert as still active, even though the alert had already been cleared. As a result, the system continued to send notifications to the care partner according to the configured alert settings. Testing was also conducted using the latest version of the minimed mobile application, and the reported scenario could not be reproduced during testing. To assist with resolution, the following feedback was provided to the helpline team. As a workaround, the user can be advised to perform the following steps: clear the cache on the mobile device. Uninstall and reinstall the mobile application. The most likely cause of the issue is the mismatch between the reference ids associated with active and cleared notifications within the periodic data packet due to potential sync issues, which should be clear with a reinstall of the app. This information and the above recommendations were provided to the helpline team for further communication with the user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm notification displayed although it was confirmed on the pump. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6112.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.